Event description:
It was reported that pump screen was broken, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, device return was planned, and replacement pump was provided with new serial number; no additional information was received regarding further actions or event outcome.